Event description:
A patient reported having bladder and bowel symptoms in (B)(6) 2016. The patient stated on (B)(6) having a "blow out". The patient noted that on (B)(6) feeling strong stimulation, difficult to walk. They said they have the stimulation high because they did not want to have any accidents. The patient noted she felt this at the chiropractor office, the patient added the chiropractor works on her lower back. The patient thinks "it was because she had stimulation up too high." The patient had a bladder infection on (B)(6) that she saw her medical doctor for. The patient noted that they had recently gotten a new patient programmer (pp) and did not have any programs on the new programmer. The patient still has the old programmer and is able to change the programs with the old programmer. The patient changed her program 3 to 4 and stated she could feel comfortable stimulation. The patient plans to make an appoint ment to see her healthcare professional (hcp). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that no steps had been taken to resolve the bladder and bowel symptoms and strong stimulation. Someone told the patient that her stimulator was off but did not tell her how to fix the problem. The patient went to her doctor and they fixed it in 2 seconds and changed program. The cause of the bladder infection was unknown. She had lots of trouble with infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.